Event description:
It was reported that guidewire was fractured with additional intervention occurred. The target lesion was located in the severely calcified anterior tibial artery (ata). A 300cm, 8cm v-18 control wire guidewire was used to open the lesion in the lower limb artery below the knee in conjunction with a non-boston scientific single-bend catheter. During the procedure, the guidewire broke, and the tip remained in the ata. The physician attempted to remove it with a biopsy forceps, but due to severity of the popliteal artery, it could not pass through. The only way is to leave the broken tip in the patient's ata. Subsequently, a second procedure was performed to remove the wire tip. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that guidewire was fractured with additional intervention occurred. The target lesion was located in the severely calcified anterior tibial artery (ata). A 300cm, 8cm v-18 control wire guidewire was used to open the lesion in the lower limb artery below the knee in conjunction with a non-boston scientific single-bend catheter. During the procedure, the guidewire broke, and the tip remained in the ata. The physician attempted to remove it with a biopsy forceps, but due to severity of the popliteal artery, it could not pass through. The only way is to leave the broken tip in the patient's ata. Subsequently, a second procedure was performed to remove the wire tip. No patient complications were reported, and the patient status was stable. It was further reported that it was the coating of the wire that detached, and not the wire tip.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The guidewire was observed to be bent at the distal tip, and the polymer jacket was peeled/sheared. Based on analysis of the returned product, the reported allegation was confirmed due to the polymer jacket condition.